Event description:
On friday, 12/20/96, time 1:15 pm, cna was getting resident up from bed, putting her in chair with assistance of na. Pt was in chair, cna went in residents bathroom, na was helping pt's son's roommate when they heard a pop and looked. Pt was on floor - chair broke plastic. Charge nurse was called and incident report was made and resident was sent to hosp ER no breaks.